Event description:
The customer reported that the clear insulation became damaged and melted during the procedure. Nothing disengaged from the device and there was no patient injury. The device was returned to covidien and initial evaluation found the device to fail hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.